Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had weekly interface down times and no orders were crossing to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server had weekly interface down times and no orders were crossing to pyxis. The customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device catalog, medical device serial, medical device model & concomitant med prod data upon investigation of the actual device used in this incident, it was determined that the system was experiencing interface down time. A technical support specialist (tss) could not find any issue on the bd side. 3 different instances were investigated, both incidents bd was receiving the orders late from electronic privacy information centre (epic). The tss also saw some type of break in communication, it points to some type of maintenance on the structured query language (sql) server/vm. The system functioned as intended when the field service engineer investigated the device.